Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a battery life issue with battery compartment moisture; no battery compartment or battery cap damage was alleged. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: there were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. There was evidence of a voltage drop along with a low battery warning observed in the pump's black box on 03/18/2015. The pump's current draws were within specifications. A leak test failed due to the crack in the battery compartment. There was evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.